Event description:
It was reported that the 9800 system had grainy images during a case. The procedure was completed without incident. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The video controller board was replaced and software installed during the svc call. The system was tested, and found to be working as intended, and put back into svc.